Manufacturer narrative:
The investigation for the ventricle perforation has been completed. No pump was returned for evaluation. Clinical details states that during implant of impella, perforation was found after implant. The cause of the ventricle perforation was not determined since insufficient clinical details were provided. Data logs were sent and upon review, high purge pressure (hpp) and purge system blocked alarms had occurred. Hpp did not resolve. There was an 8 hr rise in purge pressure until the purge alarms are triggered. It was not a stable rise; it fluctuated but remained trending upwards. The motor current (mc) was steady and there are no mc spikes outside of p-level changes. The cause of the high purge pressure was not determined since product was not returned and data logs are inconclusive. B1-selected product problem. B5-added additional narrative. H6 med dev prod code added 1491. The instructions for use for the impella 5.5 with smartassist states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
It was further reported that while on support, high purge pressure (hpp) alarms occurred. The patient's activated clotting time (act) was unknown. It was unknown if and how the hpp resolved.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
The complainant reported the patient was on impella 5.5 support and after the implant, a perforation was noted. The perforation was fixed with a patch on the ventricle. The issue was resolved and the procedural outcome was the patient survived surgery.